Event description:
On july 31, 2006 (7/31/06), the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the apply sample message. Medical affairs specialist (mas) spoke with the patient on august 8, 2006 to obtain/verify the following information: the patient purchased the reported meter in 2006. She said, she was able to obtain a couple of blood glucose results on the meter and then it started giving error messages or the apply sample icon. Two days later, her doctor started her on novolog 70/30 insulin, 12 units per day, in addition to the daily glipizide and actos she had been taking. She went to the doctor's office on the same day and the next day to have her blood glucose tested and to obtain assistance from the nurse in taking her daily insulin injections. Blood glucose results of 232 mg/dl and 333 mg/dl were obtained on the doctor's meter the previous day and the next day, respectively. One day late, the patient was "not feeling good". She was unable to describe her specific symptoms. She went to an urgent care facility because she could not obtain a result on the reported meter. A result of 232 mg/dl was obtained on the urgent care device at 9:00 am the same day. The patient was treated with an injection of 8 units novolog 70/30 insulin and released to home. The customer care advocate (cca) discovered that the patient was applying the blood sample incorrectly to the test strip. The cca walked the patient through retesting and was unable to resolve the apply sample issue. The meter, test strips, and control solution were replaced. The patient told the mas she has been able to test with the replacement meter. She obtained a result of 191 mg/dl the next month, while feeling well. The complaint is reported because the patient did not feel well at the time she was unable to obtain a meter reading. An elevated blood glucose result was obtained in an urgent care facility and the patient received treatment with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.